Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative re-calibrated the filaments. The system is operating as intended. This event may be an accidental radiation occurrence.

Event description:
The customer reported that a hi ma error message displayed on the 9800 system during fluoro. No patient injury was reported.